Event description:
It was reported that the display screen of the programmer was cracked and in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display screen of the programmer was cracked, and it was replaced. Further device analysis revealed a loose electrocardiogram (ECG) connector, and the link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. Product ID 229047 software analyzer; product ID 2067l radio frequency programmer head.